Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. After three notifications, there has been no sample returned for this complaint. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, the results are inconclusive and establishing a definite root cause and corrective action is not possible. If the samples are returned at a future date, these complaints will be reopened for further evaluation at that time.

Event description:
Cracked hub within first day of placement.

Event description:
Cracked hub within first day of placement. Medwatch (B)(4) update ¿lot number 11438264: PICC line placed, cracked hub noted (less than 24 hours after placement). Infant, male.¿ update from email 10/27/2022 @ 0955 ¿(B)(4) lot number: 11438264: (B)(6) 2022- PICC line places (B)(6), cracked hun noted today on (B)(6) (less than 24 hours after placement)

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.